Manufacturer narrative:
Establishment name: the director sanjay gandhi postgraduate institute of medical sciences. During inspection and testing, foreign material was found on the forceps elevator due to insufficient cleaning, the distal end of the device was cracked due to damage caused by physical stress, and there was a piece missing from the acoustic lens due to physical stress such as dropping or knocking. The reported issues (shadow and scratched objective lens) were not confirmed during testing. In addition, the suction cylinder was shaved due to handling, water removal ability did not meet standard due to clogging of the nozzle, angulation was reduced and the angulation knob felt loose due to wear of the angle wire, the adhesive on the bending section cover was detached, the connecting tube was discolored due to handling, there were scratches on multiple parts of the device due to handling, the auxiliary water inlet was deformed due to physical stress, switches two and three, the control unit, and the angulation knobs were dirty due to insufficient cleaning, the image guide protector had a cut due to physical stress, the grip was dented due to physical stress, the forceps raising angle did not meet standard due to damage on the elevator wire, the ultrasound image was defective with missing elements due to damage on the ultrasonic probe, the number of missing elements exceeded the standard value due to damage on the ultrasonic cable, insulation resistance did not meet standard due to damage on the acoustic lens, and the universal cord was sticky due to the resin becoming detached because of humidity, becoming deteriorated due to reprocessing, or being bent at a sharp angle. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, there was a black shadow in the image from the subject device and physical damage was noted on probe unit and a scratch on the objective lens. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found on the forceps elevator, the distal end of the device was cracked, and there was a piece missing from the acoustic lens. This report is being submitted for the malfunctions found during evaluation (foreign material, crack in distal end, and missing piece). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. What the material was could not be determined. The cause of the crack in the distal end and the acoustic lens scratches in the adhesive layers could not be determined beyond by handling. Olympus will continue to monitor field performance for this device.